Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the issue was suspected to have been caused by nearby construction leading to intermittent power issues. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power down when prompted by the user. It was reported that the site did not unplug the imaging system to allow the system to shut down due to a depleted battery. It was noted that the power board of the viewing station of the imaging system was detached and the imaging system then shut down. Once the power board was reconnected, the imaging system functioned as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.